Manufacturer narrative:
Troubleshooting of the device indicates that the cause of the event is related to failure to maintain the device, specifically; the AED's battery pack was not replaced when depleted. Although requested, the electronic history files from the unit have not been provided. Should additional information become available, a follow-up MDR will be submitted.

Event description:
On (B)(6) 2017 a police department reported that during a rescue attempt the AED (s/n (B)(4)) reported a low battery warning and another AED on site was used for the rescue. It was reported that there was no death or serious injury related to this event and no further patient or event details were provided. When the initial reporter was asked about the maintenance activity for this AED, they stated that they check the device once or twice a month. During the troubleshooting process of the device it was identified that the AED was flashing its red asi and reporting a replace battery pack now warning, indicating that the battery pack (s/n (B)(4)) was depleted and requires replacement. Proper maintenance of the device was reviewed with the initial reporter.